Event description:
It was reported that a user experienced hypoglycemia after a prior hyperglycemic period while asleep, and the user believed the ilet overcorrected, resulting in a low that they treated with food; the event occurred after a recent fill tubing while disconnected, with humalog in use, and without changes to targets, weight, cgm calibration, medications, illness, time settings, or additional insulin. Symptoms included a low blood glucose to 33 mg/dl without loss of consciousness or other acute complications. Outcomes included user self-treatment with oral carbohydrates, no medical intervention, and resolution back into range. Investigation included complaint intake with device use review and product-use troubleshooting and education. Investigation of this case revealed that the cause of the hypoglycemia remained unclear, with a plausible contribution from automated correction following antecedent hyperglycemia during ongoing algorithm adaptation; no device alarms were reported and no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.